Event description:
It was reported to boston scientific corp that a endostat ii electrosurgical unit was to be used during a procedure. According to the complainant, the irrigation pump/motor turned slowly. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).